Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure (incl. Approach): pedicle screws insertion, levels implanted: t9-l2 it was reported that, intra-op, the surgeon had a hard time removing the extender sleeves from the patient. He had to use massive force to remove the extenders from the screws. The product came in contact with the patient. No fragments of the product remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.